Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was reported that the left ventricular (lv) lead and competitor device system was explanted due to an infection. A new system was implanted nine days later. No further patient complications have been reported as a result of this event.